Event description:
It was reported that a home patient experienced a connection issue between a transfer set and disposable set with cassette. This occurred during drain four of four of peritoneal dialysis therapy. During troubleshooting for a related system error, it was discovered that the patient line had disconnected from the transfer set. The patient went to his clinic the same day where he received a new transfer set. The patient was given an unknown dosage of penicillin as a preventive measure. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.